Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level. The customer¿s blood glucose level was 23 mmol/l. The customer did not mention any symptom and treatment for high blood glucose level. It was unknown if the insulin pump was on auto mode at the time of the incident. The customer declined troubleshooting for high blood glucose level because they knew the high blood glucose was caused by the tube detaching. The insulin pump will not be returned for analysis.